Event description:
The site reported that an infiltration occurred during a CT scan. The patient reportedly required surgery and is currently doing fine; however, the exact details regarding the extent of the surgery were not provided. Multiple documented attempts have been made to obtain additional information, including the following: patient information, date of the event, details of what occurred, and the extent of the surgery that was performed. The CT supervisor and the radiology director indicated that they do not think that anything was wrong with the injector, but they needed the injector checked due to risk management. They suspected that the patient's IV was poor.

Manufacturer narrative:
A medrad service engineer completed a checkout of the injector system and no issues were found. Additional applications training was offered to the customer, but we have not received a response.